Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the nurse reported three kangaroo enplus spike sets with flush bags leaking. The sets were leaking from the bottom of the purple spike piece where the tubing inserts. The issues were found prior to patient involvement.